Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified surface particulate on the outer surface of the manual addition port tubing measuring 0.25mm^2. Magnified inspection found the particulate to be on the manual add port tubing surface, black in color, and identified the particulate as a transfer print ribbon or transfer film flake, materials used to create the cliché print on the exterior face of the eva tpn container. The particulate was not within the fluid pathway and did not present a risk of dislodging. Manufacturing controls are in place to mitigate occurrences of particulate. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that particulate matter found in the eva bag. It was reported the condition was found before use. This report documents no patient involvement or adverse events. No additional information is available.